Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s3 temperature sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the temperature sensor module of the sorin s3 console caused an error code to be displayed during a procedure. There was no report of patient injury. A replacement module was shipped to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the temperature sensor module of the sorin s3 console caused an error code to be displayed during a procedure. There was no report of patient injury.

Manufacturer narrative:
The date of manufacture provided in the initial report was incorrect. The correct date of manufacture is 08/20/2015.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 temperature sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for investigation. During verification testing, a dip switch on an internal circuit board was found to be switched to "1" instead of "0," which resulted in the temperature module being configured to the wrong module. Correcting the dip switch setting re-established communication between the sensor module and display module and no further issues were noted. The device was cleaned and disinfected and a technical safety inspection was performed before returning to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.